Manufacturer narrative:
(B)(4). A batch review was completed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Initial evaluation confirmed the reported condition based off a photo of the sample. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During evaluation of the photo of the sample, a black particulate matter was observed inside the tubing of the transfer set. However, the root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) noticed black foreign matter in the minicap transfer set tubing after three days of being used. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.